Event description:
The customer reported that the sys would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine drive was formatted and the software upgrade was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.